Event description:
Physician had completed caudal procedure and was attempting to remove catheter. Resistance was encountered. Upon removal, it was observed that a section of the catheter's coating was missing. Pt observed under fluoroscopoy and a section of the catheter (reported to be approx. 8" had remained in pt.